Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. Consumables: the adapter passed the optical inspection. The battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported that on (B)(6) 2013 at 10 pm, his blood glucose level was 142 mg/dl; he went to bed. Patient stated on (B)(6) 2013 at 3:53 am his wife woke up, found he was unconscious with a blood glucose level of approximately 30 mg/dl; she gave his a glucagon injection and called the ambulance/emergency doctor. Patient reported, he was conscious at 4 am and at 4:20 am, the emergency doctor was present, patient checked his blood glucose level with a reading of 84 mg/dl, he felt okay and did not require stationary treatment. Patient's normal blood glucose level was not provided. Patient stated he thinks the infusion device delivers too high insulin. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.